Event description:
It was reported the pt experienced pain in her left leg and was unable to move it two days after being implanted. The leg pain has resolved, but the pt hasn't regained full movement of her leg at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.